Event description:
Date of initial surgery: (B)(6) 2024. Details: right ulna acute correction, excision of osteochondroma, and application of rail fixator. Surgeon: (B)(6). Complication: loosening of proximal clamp of rail causing loss of correction 6 weeks into lengthening process. This was picked up on x-ray one week prior to the revision surgery and the patient had noticed the clamp had shifted and was no longer perpendicular to the half pins. When we revised the rail fixator intra-op we noted that all of the locking mechanisms on the proximal clamp were loose so suspect failure of this clamp altogether.